Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One empty open box and five representative unopened samples were received for analysis. Product code vcp774d. The complaint sample was not received for evaluation. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The tip and body of the needle were examined under magnification to detect any issue related to the customer complaint and no defects were observed during evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. H3 analysis: the product was returned to ethicon for evaluation. One empty winding former and six used needles were received for analysis. The product code vcp774d is multistrand and contains eight strands per packet. During the visual inspection of the needles, it was observed that the curvature and body of two needles appeared abnormal, likely due to distortion caused by a surgical instrument. In the remaining four needles no anomalies were noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. H3 analysis: the product received for analysis was vcp774d visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle, labeled as (B)(4), was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on october 10, 2025. The component was identified as product code vcp774d. It was requested that hsa assess the fracture mode of the failure. A fracture was observed near the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture.

Event description:
It was reported that a patient underwent a neurosurgery procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported by a sales rep that, during an unknown neurosurgery, it was found during suturing that the needle tip had been chipped. It was a control release needle. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.